Event description:
Foley catheter was placed without issue. After surgery, there was urine in the bag and urine was also noted under the patient. When silicone catheter was examined, there was a hole noted about an inch from the y-site on the drainage system.